Event description:
Medwatch report states: pt was admitted for removal of hardware in left knee, due to causing pain, secondary to loose components. In accordance with hospital policy, the components removed are not available for release.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be re-opened. Additional info from the user facility report: (B)(6) 2007. Depuy lcs.